Event description:
It was reported that during the procedure the step drill broke, finally, an smith and nephew same size drill was used to complete the surgery. It is not known if the item broke inside of the patient's wound. No injuries or delays were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured on the fluted cutting end and both pieces were returned. The cutting flutes have numerous nicks and gouges in the surface. The device was manufactured in 2015 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.